Manufacturer narrative:
No pt information provided as no pt was involved in this concern. Manufacture date unk at the time of this report. The device has not been returned to the manufacturer.

Event description:
A medtronic representative reported that a spine clamp was not rigidly fixed. There was no pt present.